Manufacturer narrative:
Visual findings observed scratches on the exterior housing. Evaluation found the unit does not sound when the pull magnet is not attached to the magnet plate due to a faulty reed switch. When there is no magnet attached on the magnet plate, the impedance across the reed switch is 0.6 ohm, which is below the normal range (also known as shorted), and it is the cause why the unit is not sounding each time the pull magnet is disengaged. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is normal wear and tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer returned additional alarm with original alarm reported. Unable to identify which alarm was reported with the issue and what is wrong with the other alarm. Limited information provided. No gtin available and no troubleshooting done. The date the issue was discovered is unknown and no patient incident or injury was reported.